Event description:
It was initially reported that the pt experienced a change in therapy effect. The pt's symptom was that her left arm was very stiff, but the pt was doing very well mentally. The pt's symptoms were noted following a refill session. On (B)(6) 2010, the pt "had flow rate increased." It was later reported that the pt experienced increased spasms in the lower extremities. The pt's device was aspirated on (B)(6) 2011. The cause of the symptoms was a "malfunction of pump - mesh pump - twisted and obstructed tubing". The device was also "found to have a pump mesh". The catheter had an occlusion: kink. The issue with the catheter was the "connection of the small bore intrathecal catheter to larger bore." The location of the catheter issue was in the proximal/distal connection. The pt was hospitalized for surgical repair. The surgical explant/revision/replacement occurred on (B)(6) 2011. The pt's outcome was stated as "no injury". The drug in the pump at the time of the event was lioresal 500 mcg/ml delivered at 698 mcg/day.

Manufacturer narrative:
(B)(4).